Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the outer layer of the modular cable (lot number: 6709688) being damaged was confirmed during evaluation of the returned product. The outer jacket and strain reliefs of the cable were found to be discolored. The inline strain relief was also slightly damaged. A few segments of repair tape were noted on the outer jacket. The repair tape was removed, revealing a few tears in the outer jacket which exposed the inner woven layer. The modular cable was functionally tested and found to perform as intended, even when the cable was manipulated by hand in the area of the observed jacket damages. The root cause of the observed damages could not be conclusively determined through this evaluation. The device history records were reviewed and the records revealed that the heartmate 3 modular cable (lot number: 6709688) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The heartmate iii instructions for use and the heartmate iii patient handbook address how to store, maintain, and care for all equipment, including the modular cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the outer layer of the modular cable was damaged. A cause for the damage was not identified. The cable was exchanged.